Event description:
The customer and their family member called to report low bgs for two weeks. Troubleshooting was performed. The pump passed lead screw test, the programming on the pump was correct, and there were no significant findings. Suggested the customer to speak to the doctor. It was stated that the paramedics were called a week before the call. The customer slept in and another family member found them asleep and was not able to revive the customer. Bgs at that time were low. Then the paramedics arrived, but the customer was already revived with the use of glucagon. The cause of low bgs was undetermined.